Event description:
Pectus bar with lactosorb stabilizers implanted (B)(6)2008. About 6 weeks post-op, the stabilizers broke, the bar remained in place. After about 7 months, a revision surgery was done due to luxation, and the lactosorb stabilizers were removed at that time.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a f/u report will be sent.